Event description:
Ligasure device was applied to the tissue. Energy was applied, tissue cut, device would not open up to release the tissue pedicle. Physician tried a second time with the same result. Device removed and procedure resumed with a new device.